Manufacturer narrative:
The t:slim pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred after the customer went swimming with the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.